Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient was without stimulation since (B)(6) 2016. In addition, the patient had not charged their ipg for a few months and as a result the ipg was not able to communicate with the programmer or charger. The patient underwent surgery on (B)(6) 2016 to replace the ipg. The replacement device has resolved the issue.